Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The data acquisition board was replaced and the unit passed the electrical safety and performance verification. The data acquisition board was return for analysis. An investigation was performed and the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During performance verification test the v60 ventilator failed pressure accuracy test. There was no patient involvement.